Event description:
It was reported the patient's blood glucose level rose to 28.2 mmol/l (507.6 mg/dl) and ketones of 5.4 mmol/l while wearing the pod between 25 and 36 hours. The patient was taken to the hospital and the doctor removed the pod. When removed from the infusion site, the pod's cannula was found bent. As treatment, the patient was given water and a new pod was placed and the patient was kept under observation for 7 hours before being released. The pod has been discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.